Event description:
It was reported that the patient's lead became dislodged, had high thresholds, no capture, and decreased r-wave amplitude. It was further reported that the patient experienced a lead perforation through the myocardium, phrenic nerve stimulation, and pain around the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.